Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of an off no power battery alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she has a black circle on her pump. The customer stated that she had to go to the alarm history and she had the off no power and some failed battery alarms. The customer stated that she did not receive a low battery alert prior to the off no power alert. The customer was advised to insert new energizer aaa alkaline battery. The customer will purchase new batteries. The customer was advised to monitor the pump.